Event description:
Bowel infarction from bowel blockage. Emergency surgery and loss of colon permanent ileostomy. Gore tex mesh infected and removed from abdomen during surgery. It was used (B)(6) 2013 for abdominal hernia repair.